Event description:
It was reported that the system 9800's c-arm had intermittent problems with vertical lift. There was not adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. The power supply ps3 was suspected to be defective. A replacement was ordered and sent to the in-house biomedical engineering staff.